Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4); other # = f5vz00 (batch #); exp date = 06/30/2014, MFR date (device b): 7/31/2009. Device (a) arrived in good visual condition and with a reload loaded on the device. The reload was returned with only two partially formed staples present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the devices were used during a partial gastrectomy. The surgeon placed the 1st device on tissue, dialed down to 1.0 range towards fundus of the stomach. The stapler was fired but the staples were unformed. The 2nd device was pulled and the same results occurred. The case was completed by suture and cut. There was no adverse consequence to the patient.